Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger cord was damaged and would only charge the device when positioned in a specific way, consistent with a broken or intermittent power/charging cable. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included a replacement charger provided to the user. Investigation included complaint review and customer interview. Investigation of this case revealed user-reported physical damage to the charging cable with intermittent charging functionality. It was concluded that the event involved a device component failure of the charging cable and that replacement addressed the issue.